Event description:
A malfunction alarm with malfunction code 12 was reported by the customer. It was not reported whether the customer's blood glucose level exceeded the threshold of 500 mg/dl, as the customer declined to answer. Technical support provided instructions for resetting the pump, which resolved the issue, and the customer was informed to continue using the pump and to report if the malfunction reoccurred.